Event description:
It was reported that a company rep had connection issues with the serial cable between the programming wand and handheld computer while trying to interrogate a pt's generator. The company rep moved the serial cable around and noticed that sometime the interrogation was successful. No further info was provided as the company rep did not have a good bench serial data cable to confirm the event. A replacement serial cable was sent to the company rep and good faith attempts to obtain the used serial cable have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.